Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the unit was returned for failure analysis and the reported failure (sk6761 vsc, defective erbe 13.01.2025 03:41:45 8ghanema bipolar was not working. Several errors were showing (m-11, c-30, c-84) end-user reported bad smell coming from the erbe) was confirmed and replicated. During (power-on test), the (error c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, this unit will be returned to OEM for additional failure analysis and for potential repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.

Manufacturer narrative:
An investigation is in progress to determine the cause. The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ovarian transposition surgical procedure, bipolar energy was not working. Several errors were showing (m-11, c-30, c-84). The customer also reported a bad smell coming from the integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with the same system.